Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during prime test at 4.0 pounds due to due to faulty force sensor system. The pump had cracked display window, cracked case at display window corner, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump. The customer will return the pump for analysis.